Manufacturer narrative:
Exact date of event is unknown. During processing of this incident, attempts were made to obtain complete event, patient and device information. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided.

Event description:
It was reported that the patient's ipg had become inoperable. Surgical intervention may occur in the future to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.